Event description:
Customer's mother initially called in to report they were receiving a lost sensor alert. The sensor was changed and they were still receiving the same alert. During the call, it was reported that the customer experienced high blood glucose of 455 mg/dl. It was stated that the customer had high blood glucose because he ate breakfast and did not account for his carbohydrates; he treated with the insulin pump. Customer's mother was advised they had to link to new sensor and not find lost sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.